Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va038kt, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4)

Event description:
The patient reported a shocking or jolting sensation. The patient connected with her patient programmer and she felt a shock / pain in her vagina. The patient then handed the phone to the person that had been helping her with the patient programmer. That person was not familiar with the therapy and was not sure what happened to the patient. They stated that the amplitude was not being increased when the patient felt the shock / pain. They stated that the patient's daughter knows more about this occurring. It was noted no current physician in new area. Us physician listings requested. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.